Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 6.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the aus was explanted due to "dysfunction" and recurring incontinence. The issues with the device and incontinence began in (B)(6) 2018. Following the surgery the patient was continent again. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.